Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial/lot number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the patient's visual acuity not being satisfying. The iol was exchanged for a different model iol. In a phone call follow up with the project manager, it was reported the unsatisfying outcome was not related to the iol. The patient's refractive values were always differing at each measurement, which the project manager could not account for. Add'l info has been requested.